Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed a lead safety switch (lss) with a data point of high, out of range pacing impedance and then the values returned to within range values. There was also noise over sensing and inappropriate atrial tachy response post lss. It was recommended to evaluate the patient and perform isometrics with pocket manipulations, while sampling impedance values. Furthermore, a chest x ray was recommended. The ra lead and the pg remain in service. No adverse patient effects were reported. According to the field representative, the patient had an in-person device interrogation. Lead tests were performed in both unipolar and bipolar configuration with isometric exercises performed as well. Based on the results of lead testing, the ra lead was programmed bipolar sensing and unipolar pacing. The patient was asked to get a chest x-ray prior to the appointment, but he forgot to get it done. The field representative was unsure if he was still going to get one. The ra lead and the pg remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed a lead safety switch (lss) with a data point of high, out of range pacing impedance and then the values returned to within range values. There was also noise over sensing and inappropriate atrial tachy response post lss. It was recommended to evaluate the patient and perform isometrics with pocket manipulations, while sampling impedance values. Furthermore, a chest x ray was recommended. The ra lead and the pg remain in service. No adverse patient effects were reported. According to the field representative, the patient had an in-person device interrogation. Lead tests were performed in both unipolar and bipolar configuration with isometric exercises performed as well. Based on the results of lead testing, the ra lead was programmed bipolar sensing and unipolar pacing. The patient was asked to get a chest x-ray prior to the appointment, but he forgot to get it done. The field representative was unsure if he was still going to get one. The ra lead and the pg remain in service. No adverse patient effects were reported.